Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device; if explanted, give date: not applicable as this is not an implantable device. Concomitant medical products: za9003 lens, serial number (B)(4); healon 0.85, lot number ub32051 (B)(6). (B)(4). Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of viscoelastic solution (ovd) on the cartridge which indicated that the unit was handled and prepare for surgical use. Dent/distortion and stress marks were observed at the cartridge tip area. The customer''s reported complaint was verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as the surgeon was ready to inject the intraocular lens (iol) into the patient's eye, he noted a sharp barb on the tip of the cartridge. Reportedly the sharp barb could have not been seen with the naked eye while loading the lens. No surgical or medical intervention was required. There was a few minutes delay to the procedure. No further information was provided.